Event description:
Caller alleged discrepant results compared with the lab: results as follows: date: (B)(6)2011, inratio: 1.5, lab: 2.6. On (B)(6) 2011, patient's coumadin dose was increased based on inratio reading.

Manufacturer narrative:
Investigation pending.